Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported event lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had problems activating 4 pods. The patient's parents took him to (B)(6) hospital where they were able to activate the 4th pod. The patient was at the hospital for 1 hour. It was noted that there were some language barriers as the patient speaks little german and the patient's parents speak arabic.